Event description:
Additional information received reported that the patient had an infected stimulation system. It was noted that the outcome was resolved without sequelae on 2014-(B)(6). It was noted that interventions included that the entire system was explanted. It was noted that no diagnostic tests were performed. It was noted that the event was not related to the device or therapy and that the event was related to the implant procedure. It was noted that the signs and symptoms included redness and tender at the surgical site. It was noted ¿along the course of the extension cable and at the battery site.¿

Event description:
It was reported that the patient got an infection of the thoracic incision. It was noted that there was no device deficiency. It was reported that the patient was intravenously administered taxo 3.75 mg every 6 hours starting on (B)(6). A wound swab analysis determined that there were multiple types of bacteria. It was noted that it was possibly related to the therapy or device. It was noted that it was possibly related to the procedure. It was noted that the infection was at the lumbar lead site. The symptoms included leaking of "sero sang fluid" and pus from the thoracic incision. It was noted that there was pain at the incision site and along the extension track towards the implantable pulse generator (ipg) site. It was noted that the patient had in-patient or prolonged hospitalization. At the time of report, the event was described as ongoing. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Event description:
Additional information reported the event resolved with sequelae on (B)(6), 2014. The sequela was noted as residual pain at thoracic incision and chest cyst site.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the event was related to the procedure and more specifically to the incisional site/device tract and lead extension tract.

Event description:
Additional information reported the organisms isolated in (B)(6) were staphylococcus aureus in a moderate amount, enterococcus species in a heavy amount, and gram negative bacilli in a moderate amount. No pus cells were seen, few epithelia cells, many gram positive cocci and a moderate amount of gram negative bacilli. Results from (B)(6) showed staphylococcus aureus.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event resulted in in-patient or prolonged hospitalization. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment.

Event description:
Additional information received reported that the patient had an infected stimulating system. It was noted that the signs and symptoms included redness and tender at surgical site, along the course of the extension cable at the battery site. It was noted that there were no diagnostics test performed. It was noted that the device was explanted. It was noted that the event was related to the procedure. It was noted that the outcome was resolved without sequelae on 2014-(B)(6). Additional information received reported that the patient experienced in-patient or prolonged hospitalization.

Event description:
Additional information received reported that the event was at the lead and extension tract.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: 39565-30, lot# 0207079617, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).